Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and identified the carbon bridge malfunctioned. The fse replaced the carbon bridge to resolve the issue. The fse performed calibration, ise integrity checks and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported low patient results on ion selective electrode (ise) for sodium, potassium, chloride and carbon dioxide due to negative anion gap values involving their dxc 600i clinical chemistry analyzer. The customer also had calibration drifting and high na sample reference reading. The customer indicated the low patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.